Event description:
Literature was reviewed regarding: "clinical study of intraoperative microelectrode recordings during awake and asleep subthalamic nucleus deep brain stimulation for parkinson¿s disease: a retrospective cohort study." The time frame of this study was: from january 2019 to october 2022. Multiple manufacturers' devices were used in the study population. The following medtronic devices were used: 3389 lead reported events: one case of seizure after the start of the stimulation which was successfully managed by adjusting stimulation parameters.

Manufacturer narrative:
A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Izzo a, piano c, d¿ercole m, et al. Intraoperative microelectrode recording during asleep deep brain stimulation of subthalamic nucleus for parkinson disease. A case series with systematic review of the literature. Neurosurg rev. 2024;47(1):342. Doi:10.1007/s10143 -024-02563-1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that only one patient was implanted with the manufacturer's device on january 8, 2020, with two stn 3389 leads connected with a subclavear activa pc neurostimulator. The patient did not experience adverse events.

Manufacturer narrative:
H.6. Verify codes are updated to align with the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.